Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer's friend (hector) states that the customer feels well and requires no medical attention. Verified the strips expire 11/19/2017. Customer confirms the strips have been stored properly and were first opened 7-10 days ago. Customer ran a blood test and obtained a hi. Reviewed meter memory: (B)(6). (B)(4) states the customer is (B)(6) and has not been checking her glucose correctly. (B)(6) states her family members take it when they remember. She does not have normal blood ranges. Adverse event not reported.